Event description:
The customer reported that results on a single patient sample obtained from a vitros 250 chemistry system were associated with the incorrect patient name. The vitros 250 results were not reported, and there were no reports of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer was referred to and recalled receiving ocd technical bulletin ce07-188 pertaining to the re-use of sample ids. The customer will implement a policy of deleting retained sample ids. The root cause of this event is user error.